Event description:
Md was using a small kerrison to remove bone at c 6-7, the tip broke off. The staff looked on the floor, drapes, all sponges, the tip was not found. X-ray was completed. The tip did not show up in the x-ray. Pt was notified by md.